Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: customer returned (40) bd insulin syringes from lot# 0314343 (35 in unopened polybags, and 5 in an open polybag). The customer reported that something like black dirt was found on the upper part of the barrel (near the stopper). All 40 returned syringes were examined, and it was observed that ink smears marked the surface of the barrels of 14 syringes, between the 0- and 10- unit scale markings. It was observed that all 14 of these syringes were printed from printer pad 1 (1 dot printed on the scale). A review of the device history record was completed for batch# 0314343. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Root cause: notifications and maintenance dispatch (l2l) were reviewed, and no nonconformances or dispatches were noted for missing print. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the customer reported something like black dirt was found on the upper part of the barrel near the stopper.

Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported something like black dirt was found on the upper part of the barrel near the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.